Event description:
Pt completed training and programmed the basal rates on the new infusion device on (B)(6) 2011. Later during the night, blood glucose decreased to approx 30 mg/dl. Pt drank (B)(6) and ate many pieces of glucose. On (B)(6) 2011, pt drove to her sisters and experienced another hypoglycemic event. She decreased the basal rates, ate, and stopped the insulin device. During the night, an emergency doctor visited and provided a glucose injection. On (B)(6) 2011, pt went to an advanced training session. Her blood glucose was 80 mg/dl, and she ate 7 be and went to sleep. Pt has no more memory from this time forward. On (B)(6) 2011, blood glucose was 19 mg/dl and an emergency doctor gave her a glucose IV and drove her to the hospital. Pt woke in the hospital at 4:00 p.m. And did not use the infusion device again. During the night of (B)(6) 2011, blood glucose decreased to 33 mg/dl. Pt was discharged from the hospital and drove home on (B)(6) 2011. Pt did not have an infection or start new medication. The infusion device was not exposed to water or electromagnetic fields. Normal blood glucose level is 80-100 mg/dl. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.